Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 5/24/2019. Device returned to manufacturer: yes. Device evaluation: 3 photos were provided. A black dot was observed on the optic and a black particle (folding carton) was observed near the lens haptic. However no determination possible whether the black dot was loose or embedded. The sample was received on site with original packaging (folding carton/ components) and the lens case. The inner pouch in which the lens had been transported was opened which showed that the unit was handled by the customer. A visual inspection was performed and loose particles were observed on the lens surface but no black dot was observed on either the haptic or optic of the lens. Based on the sample received, the complaint reported was not verified. A product deficiency was not identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints was performed and revealed no additional investigations request for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that before loading the intraocular lens (iol) into the cartridge, a black dot was noticed on one of the haptics. No patient involvement was reported. No additional information was provided.